Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient has not had effective therapy since scs implant. Multiple reprogramming sessions were not able to resolve the issue. Reportedly, patient¿s pain pattern is low back and buttock as well as pain at lead site (reference MFR report#1627487-2018-03320). As a result, patient may undergo a surgical intervention to address the issue.

Event description:
Additional information received indicates the patient's system was explanted on an unknown date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.